Event description:
It was reported that the patient had renal failure due to urinary tract infection just before the patient passed. The reporter stated that the health care provider (hcp) thought it may have been ¿renal failure due to a urinary tract infection, heart attack, or stroke but all of the patient¿s tests came back normal.

Event description:
It was later reported that the patient died. It was noted not related to device.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# v653973, implanted: 2011-(B)(6), product type lead. (B)(4).